Manufacturer narrative:
Additional information was received, and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging spot on lung, liver cancer. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to a philips investigation laboratory. The device has been visually inspected by the manufacturer. The manufacturer able to confirm the evidence of foam degradation or breakdown. Box b: adverse event or product problem: adverse event/product problem, box h: device manufacturers: type of reported complaint and health impact grid (0), event description, date returned to mfg, evaluation method code, evaluation results code, conclusion code grid, recall (z) number has been updated and corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.